Event description:
The dental implant fx5010swc was removed on (B)(6) 2018 due to failure to osseointegrate 3 months after implantation. The doctor noted periodontal disease during surgery. The patient has medical history of diabetes. The patient has recovered without complications.